Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v417276, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported putting new batteries in the programmer which showed that the implantable neurostimulator (ins) was low and "only a fourth full." The patient thought it meant that the programmer batteries were low. No symptoms were alleged. Additional information received on 26-sep-15 from the consumer reported a power on reset (por) and symptoms. That day, the patient had to go to the emergency room to get catheterized. The symptom onset was described as "sudden." Outcome remains unknown. Follow-up was conducted to obtain additional questions. The patient was indicated for urinary dysfunction.